Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient went to press plunger but the sensor wire never deployed; it stayed inside the applicator.